Event description:
It was reported that on (B)(6) 2022 , the patient underwent an unknown surgery with the cement and the implants (other company¿s products). During the surgery, the cement hardened significantly fast and could not be extruded form the cement gun. The surgery was completed successfully without any surgical delay. According to the surgeon, it seemed to be temperature issue. The surgeon asked if there are any reports of same case with the same lot number. No further information is available.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device product code - 3172080, lot number - 3663792, and no non-conformances / manufacturing irregularities were identified. H10 additional narrative: added: h4.